Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon separation was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the balloon separated from the shaft of the 3.25x12 nc trek when the protective sheath was attempted to be removed. There was no patient involvement with this device. Another nc trek was used to complete the procedure without incident. No additional information was provided.